Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mg7087, and no nonconformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent c-section on (B)(6) 2019 and suture was used. During the procedure, the needle pulled off while sewing skin. The fallen piece was retrieved from patient. A like device was used to complete the surgery. There were no adverse patient consequences reported.